Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a scratched lcd lens and downstream occlusion (dso) seal peeling. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue; the device was confirmed to be over infusing. The root cause was determined to be the expulsor. The expulsor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the device over-infused. No adverse patient effects were reported by the customer.